Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the charging led on the top of the display had been on, but after they moved the device, this led was turned off. There was no patient involvement.